Event description:
The manufacturer received information alleging a ventilation inoperative error code was found on a bipap a40 device. The device was not in use on a patient at the time of the occurrence. The device was returned to the third-party service center. During the evaluation, it was noted that an error code, failure of the outlet pressure sensor, was observed on the device's error log. There was no documentation by the third-party service technician that stated a root cause and/or any component replacement to resolve the failure of the error. The device was scrapped without repair.

Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID fsn-2023-cc-src-039, and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.